Event description:
It was reported that the patient had presented to hospital with hyperglycemia following a pod activation failure. The pod failed to insert the cannula and was never activated, indicating it was not properly inserted. The patient's blood glucose levels were reported to be "high" (above 400 mg/dl). Symptoms reported included feeling very unwell, and headaches. The patient sought medical attention on (B)(6) 2026 and was treated with insulin at the hospital and later provided with an insulin pen. The hospital visit lasted around 8 hours, and the patient was discharged on (B)(6) 2026. After returning home, the patient successfully activated and applied a new pod, and insulin therapy was resumed. The pod involved in the event had been discarded. No further information was provided.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown.omnipod software app version: 3.1.2-p001.operating system: n5004l-am-q-mv01602-06-01.06.hardware: n5004l.cgm sensor type: dexcom g6.please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.